Event description:
It was reported, the product was initially implanted in 2005 to repair a non union femur fracture. Nail was found broken after the pt fell.

Manufacturer narrative:
Additional info has been requested and if rec'd will be supplied on a supplemental report.